Event description:
Device tip sparked during use and melted the tip rendering the device unusable to complete the surgery. The doctor switched to another electrocautery product to complete the case. There was no patient injury and there was a minor surgical delay (less than 15 minutes).

Manufacturer narrative:
(B)(4). Evaluation (method): product received by manufacturer and pending inspection. Evaluation (results): product received by manufacturer and pending inspection. Evaluation (conclusion): product received by manufacturer and pending inspection. Product event: (B)(4).